Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure on an unknown date, the right ventricular lead exhibited high impedance. The lead helix would not extend or retract. The lead was not implanted. No additional information or patient symptoms were reported.